Event description:
Ous MDR - after about 22 months of implantation time, oversensing was reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead revealed a rubbed through inner insulation, resulting in a short circuit between the potentials of the rv shock coils and the inner coil. These findings can be considered as the caused of the oversensing issues as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The cuttings, the deformations of the shock coils, as well as the damaged lead tip most likely resulted from the explant procedure. The analysis did not demonstrate any sign of a material or manufacturing problem.